Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to the patient line being pulled. Blood glucose level was 95 mg/dl. Reportedly, a new cartridge was loaded to address the issue.